Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The plunger, suture, link, needles and cuffs were not returned; therefore, the reported cuff miss was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement was attempted in the left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6fr and, during the aaa procedure, the sheath was upsized to a 12fr sheath. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A third and fourth proglide device were successfully placed using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.